Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer and the issue was resolved. The field service engineer or fse recommended the part number for the customer to replace the nav-ring. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the nav-ring was not working. There was no patient involvement.